Manufacturer narrative:
During a primary total shoulder arthroplasty, while the implant was being impacted it appeared that the head shifted out of position during assembly and no longer had the appropriate offset. For this reason, the surgeon tried to remove the head from the stem. The surgeon was complaining that with the instrumentation provided for a primary implantation, there was no tool able to remove the head from the stem. For this reason a new stem and a new head were used. Device analysis: humeral stem and head were connected to each other as described in the reported event. Since no x-rays were available for the investigation, it was not possible to clarify if the head was correctly positioned on the ball-taper. The stem showed several scratches on the surface close to the neck; these signs were probably consequences of the tentative to remove the head from the taper. Without x-rays or other patient data, it was impossible to determine the exact orientation of the humeral bone and therefore, to determine if the prosthetic humeral head offset moved from initial position. Review of internal documents: the steps to determine the orientation of head respect to humerus are described in the surgical technique anatomical shoulder system. According to the surgical technique, it is not thought to remove the head from the stem once they are fixed together intraoperative. Possible causes for the reported event according to dfmea: humeral head and ball taper could not get pre-fixed, due to pre-fixation by x-pin fails; surgeon was not informed or could not identify the indications and contra-indications for the surgery, and use the devices in inappropriate patients, due to provision of indications and contraindications was absent or was not sufficient; comparison to investigation results whether it is possible and justification: possible: it was reported that the ball moved during impaction; possible: to high impaction forces could lead to movement of the head respect to the taper. Especially if the bone condition of the patient was hard and sclerotic; in case of cementless indication the stem setting might be difficult for very hard or sclerotic bone because of the following reason: the corresponding final rasp does not generate the anterior and posterior metaphyseal fins. Only the lateral fin will be prepared by the rasp. The mentioned fins on the anterior and posterior side of the rasp are clearly missing because of the regular case with normal bone quality. If the anterior and posterior fins would be generated and prepared into normal bone the necessary press fit criteria would significantly decrease. But in case of hard bone the applied force could be so high that the prefixed and locked humeral head positioning moves since the whole impaction energy it directly going through the humeral head and the particular coupling mechanism between humeral head and ball taper. The humeral implant stops during impacting process approximately where the anterior and posterior fins on the proximal part of the prosthesis start since from that moment on the fins need to be pressed into hard bone structure. In such a case the last used rasp should be taken again in order to just widen a little bit the proximal part of the humerus by rasping under a few degrees of plus/minus retroversion. Therefore in case of very hard and sclerotic bone structure the proximal part has to be opened just a little bit more in order to bring the prosthesis down to the necessary resection level without having any humeral head moving. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received the devices, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4). Investigation is ongoing.

Event description:
It was reported that the surgeon was performing a primary total shoulder using the anatomic shoulder system. While the implant was being impacted it appeared that the head shifted out of position during assembly and no longer had the appropriate offset. The head did not sit flush with the resection as it clearly did during assembly. At that point it was necessary to open a new anatomic humeral head and stem.